Event description:
Reporter alleges the pt was diagnosed with rheumatoid arthritis after years of pain and not knowing what it was. Reporter also alleges when implants were removed the dr and pathology stated that both implants were ruptured even though mammograms and ultrasounds had been negative throughout the years. Reporter also alleges the pt has had rheumatoid nodules taken out, has chronic fatigue, positive for epstein barr, hair falling out, "etc."